Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported having shooting/fluttering pains down their back around the wire three to four days after having an ¿a-fib.¿ heart shocking procedure done on (B)(6) 2017. It was noted the implantable neurostimulator (ins) was implanted for back pain with the device being implanted in the abdomen on the left side just above the waist.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.